Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory reported to fresenius that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The rn stated that the blood leak occurred approximately one hour prior to completion of the patient¿s hemodialysis (hd) treatment. The rn confirmed that the fresenius hd machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was not visually observed. The rn also stated that fresenius bloodlines were used for treatment. The rn confirmed that the leak was internal. The rn stated that there was no defect or damage seen on the dialyzer. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 300 ml. The rn stated the patient¿s treatment was restarted however the patient¿s hemoglobin had dropped. The patient also complained of pain on their sacrum from a bedsore. The paramedics were called and the patient was transported to the hospital for anemia where they were admitted. It was believed the patient was provided fluids (unknown type) in the emergency department (ed) as a result of the blood leak but this could not be confirmed. The patient was able to undergo hd therapy on a hospital provided hd device (unknown brand and model) for a majority of the admission. The patient¿s health began to decline due to comorbidities unrelated to renal replacement therapy and the patient was placed on hospice on (B)(6) 2023 during this hospitalization. The patient expired on (B)(6) 2023 due to comorbidities unrelated to renal replacement therapy. There was no indication the patient was on any modality of dialysis on or around the time of her death. Lifesaving efforts were not performed due to a ¿comfort-measures-only¿ order accompanied with the patient¿s hospice order. It was affirmed the patient¿s death was dissociated from the minimal blood leak that occurred 9 days prior. Additionally, it was confirmed the patient¿s hospitalization and subsequent death were unrelated to hd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing the optiflux 160nre dialyzer and the adverse event of a blood leak, resulting in a decrease in hemoglobin. Concerning the patient¿s blood loss, the amount lost can be considered minimal and without deleterious effect to the patient, evidenced by the patient¿s ability to restart an hd treatment. With the patient¿s low body weight considered, a drop in hemoglobin with minimal blood loss is within reason and understandably a concern for the outpatient clinic staff. Though the exact cause of the blood leak has not been determined at the time of this reporting, it can be concluded the patient did not experience a serious injury as a result of the blood leak as the emergent nature of this event was solely predicated on a low laboratory result. A temporal relationship does not exist between hd therapy utilizing the optiflux 160nre and the patient¿s death. The patient¿s death can be attributed to comorbidities unrelated to renal replacement therapy as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the optiflux 160nre can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory reported to fresenius that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The rn stated that the blood leak occurred approximately one hour prior to completion of the patient¿s hemodialysis (hd) treatment. The rn confirmed that the fresenius hd machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was not visually observed. The rn also stated that fresenius bloodlines were used for treatment. The rn confirmed that the leak was internal. The rn stated that there was no defect or damage seen on the dialyzer. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 300 ml. The rn stated the patient¿s treatment was restarted however the patient¿s hemoglobin had dropped. The patient also complained of pain on their sacrum from a bedsore. The paramedics were called and the patient was transported to the hospital for anemia where they were admitted. It was believed the patient was provided fluids (unknown type) in the emergency department (ed) as a result of the blood leak but this could not be confirmed. The patient was able to undergo hd therapy on a hospital provided hd device (unknown brand and model) for a majority of the admission. The patient¿s health began to decline due to comorbidities unrelated to renal replacement therapy and the patient was placed on hospice on (B)(6) 2023 during this hospitalization. The patient expired on (B)(6) 2023 due to comorbidities unrelated to renal replacement therapy. There was no indication the patient was on any modality of dialysis on or around the time of her death. Lifesaving efforts were not performed due to a ¿comfort-measures-only¿ order accompanied with the patient¿s hospice order. It was affirmed the patient¿s death was dissociated from the minimal blood leak that occurred 9 days prior. Additionally, it was confirmed the patient¿s hospitalization and subsequent death were unrelated to hd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A user facility inventory reported to fresenius that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The rn stated that the blood leak occurred approximately one hour prior to completion of the patient¿s hemodialysis (hd) treatment. The rn confirmed that the fresenius hd machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was not visually observed. The rn also stated that fresenius bloodlines were used for treatment. The rn confirmed that the leak was internal. The rn stated that there was no defect or damage seen on the dialyzer. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 300 ml. The rn stated the patient¿s treatment was restarted however the patient¿s hemoglobin had dropped. The patient also complained of pain on their sacrum from a bedsore. The paramedics were called and the patient was transported to the hospital for anemia where they were admitted. It was believed the patient was provided fluids (unknown type) in the emergency department (ed) as a result of the blood leak but this could not be confirmed. The patient was able to undergo hd therapy on a hospital provided hd device (unknown brand and model) for a majority of the admission. The patient¿s health began to decline due to comorbidities unrelated to renal replacement therapy and the patient was placed on hospice on 19/nov/2023 during this hospitalization. The patient expired on 20/nov/2023 due to comorbidities unrelated to renal replacement therapy. There was no indication the patient was on any modality of dialysis on or around the time of her death. Lifesaving efforts were not performed due to a ¿comfort-measures-only¿ order accompanied with the patient¿s hospice order. It was affirmed the patient¿s death was dissociated from the minimal blood leak that occurred 9 days prior. Additionally, it was confirmed the patient¿s hospitalization and subsequent death were unrelated to hd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Correction: b1 (type of report).